Manufacturer narrative:
Batch review performed on 08 september 2023: lot 2239487: (B)(4) items manufactured and released on 04-nov-2022. Expiration date: 2027-10-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.

Event description:
Hold ps 9/20. The patient had a primary hip surgery on (B)(6) 2022. On (B)(6) 2022, the patient came in reporting pain due to a fractured femur that was caused from falling and twisting the leg. The surgeon cabled the fracture and revised the stem, head, and liner. The surgery was completed successfully. On (B)(6) 2023, the patient came in reporting pain due to a fractured femur that was caused from falling. The surgeon cabled the fracture and revised the stem and head with competitor products and revised the medacta liner with a medacta liner. The surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.